Event description:
It was reported that one day post implant, the lead exhibited intermittent bipolar capture at 6.5 v and total loss of unipolar capture. Bipolar impedance had risen from 800 ohms at implant, to 1700 ohms. The physician elected to keep the patient two nights for observation, as a microperforation was suspected. The symptoms resolved, and the patient was discharged.

Manufacturer narrative:
No medwatch form was received.